Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that surgery was set for 4-9 to replace their battery with another brand. They stated that their battery did not hold a charge long enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he hasn't charged the ins in 6 months and was recently trying to charge the ins but was getting a message on the recharger screen, the patient stated there is no connection or bars. The patient described the reposition antenna screen and asked if that message means ins is dead. The patient stated he has an appointment with his healthcare provider and would like to know information before his appointment. Patient services (ps) asked a clarifying question about the message on the recharger screen and the patient was getting upset with the questions. Ps reviewed the meaning of reposition antenna screen and recommend that the patient consult with their healthcare provider. The call dropped while ps was explaining. Ps asked for ins model number and patient did not have information. No symptoms were reported. Additional information was received from the patient. The patient reported that the ins implanted on 2014 (B)(6) wouldn't hold a charge over 48 or 72 hours. The original battery was 1 to 2 weeks. The last 6 months no recharge due to battery not showing a connection. The patient didn't know a manufacturer's representative (rep) was local, so they called the manufacturer and was referred to their doctor which had retired since implant. The patient tried to set up a new pain management doctor but insurance denied the visit. The issue wasn't resolved as the patient was still working with insurance coverage. The patient reported that the newer batteries are weaker and hold less charge.